Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the infected tissue was removed from the lead site and the area was washed out. The patient was administered oral antibiotics. The infection has since been resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on 25 january 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced a possible infection at the lead site. No further information is known at this time.